Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with the inner hub stuck in the outer hub, partially withdrawn from the fully seated position. The inner and outer cutting surfaces show wear from use, but there are no fractures. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. Corrected data: h3 (sample returned for analysis).

Event description:
It was reported that during a hip arthroscopy, pieces of the long incisor elite blade fell into the patient. The pieces were recovered. The procedure was successfully completed with a delay of 5-10 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, pieces of the long incisor elite blade fell into the patient. The pieces were recovered. This event has been reported to ansm by the customer. It is unknown if there was a back-up device available or if there was a delay.

Event description:
It was reported that during a hip arthroscopy, pieces of the long incisor elite blade fell into the patient. The pieces were recovered. This event has been reported to ansm by the customer. The procedure was successfully completed with a delay of 5-10 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).